Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received with normal operating currents. No unexpected power loss alarm or low battery alert noted. However, insulin pump trace download analysis confirmed the insulin pump alarmed replace battery alert noted. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed replace battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Insulin pump received with pillowing keypad overlay and cracked select button keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm and shortened battery life alarm. Customer stated they did not received low battery alert prior to replace battery alarm. Customer stated it was second occurrence of replaced battery alarm without low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.